Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery during bolus. The blood glucose reading is 348 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. Unable to verify no delivery alarm due to no button response. The insulin pump has cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.